Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024, which is off-label usage of the device. Date of event is an approximation. On (B)(6)2024, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event, at 01:00am, the patient felt symptoms of low, while the cgm reading was not indicating a hypoglycemic event. No specific symptoms were reported, but the parent treated with a glucagon injection. As this did not help, the parent called an ambulance. When a fingerstick was taken by the paramedics, the cgm was reading 5.0 mmol/l and the blood glucose reading was 2.8 mmol/l. The patient was treated with a sugar drink, and a sugar paste. The patient had to vomit 4 times and was brought to the hospital. At the hospital the patient was treated with gravol, and saline due to dehydration. The patient was discharged after 12 hours. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.